Event description:
Pt reports pump screen went "black" and pump no longer functioning. Pump no longer under warranty (rc'd original 1998). Manufacturer won't replace under warranty. Pt placed on insulin injections while it is attempted to obtain anthorization for new pump through insurance. Pt will obtain another brand of insulin pump.